Event description:
It was reported that during the surgical procedure with permanent cautery hook instrument the amplitude of hood movement was limited in one axis. The planned surgical procedure was completed with the instrument. No patient harm, adverse outcome or injury was reported.